Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system was returned for evaluation. The reported difficulty to remove the gripper line was not confirmed via returned device analysis. During returned device analysis under simulated inferior vena cava conditions, the gripper line was removable with curves on the device. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that difficulty was noted during removal of the gripper line, and if were to reoccur, has the potential of gripper line break and a portion of the line being left in the anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve leaflets. After deployment of the clip, the gripper was retracted 40 cm but could no longer be removed. The cds was then removed out of the steerable guide catheter (sgc) and the gripper line was easily removed. Two clips had been implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.